Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the iab pump was started and generated an "auto filling failure" alarm. The iab was replaced successfully. There was no injury reported to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing approximately 46.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. We were unable to duplicate the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non- conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the iab pump was started and generated an "auto filling failure" alarm. The iab was replaced successfully. There was no injury reported to the patient.